Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the screw slipped insertion into the bone screw. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual and optical review did not identify thread flank or crest damage. Some hexalobe feature deformation noted. Functional evaluation with a sample m8 rmas screw confirmed both set screws were able to be fully engaged without issue. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant. The implants appear to be capable of performing its intended function.